Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and calcified vein side shunt. The physician advanced a 6.0x40x40cm sterling balloon to dilate the lesion. The sterling balloon was inflated to 4atms and ruptured on the first inflation. The procedure was completed with another 6.0x40x40cm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and calcified vein side shunt. The physician advanced a 6.0x40x40cm sterling balloon to dilate the lesion. The sterling balloon was inflated to 4atms and ruptured on the first inflation. The procedure was completed with another 6.0x40x40cm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed a pinhole in the balloon wall. Positive pressure was applied with an inflation device filled with water, resulting in a stream of water emitting from a pinhole in the balloon wall, 12mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).